Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from the heater line. This occurred during day dwell one of peritoneal dialysis therapy. The patient was not connected. The patient stated that they "are always getting a check heater line alarm and has to keep pulling on the line and that is what is causing it to leak". Renal therapy services (rts) assisted in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.